Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user caregiver advised seat is stretched and end user can not stay in it. End user was in the bathroom and slid out of the chair onto the floor.